Event description:
Literature was reviewed regarding recurrent mitral regurgitation after repair of barlow¿s disease in a single-center retrospective cohort study. The study population included 274 patients with a mean age of 46 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 3 patients were implanted with a medtronic annuloplasty device. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among medtronic annuloplasty patients, adverse events included: moderate to severe mitral regurgitation, decreased left ventricular ejection fraction, reoperation due to bleeding, arrhythmias, gastrointestinal bleeding, renal dysfunction, stroke, lung infection, low cardiac output, post-operative ablation and pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: authors: zhong et al.. Recurrent mitral regurgitation after repair of barlow¿s disease in a single-center retrospective cohort study. Quantitative imaging in medicine and surgery 14(8) 5946-5960 2024. 10.21037/qims-23-1768 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.